Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe luer lock catheter extension. The patient was prescribed prophylactic antibiotics. Upon follow up, the pdrn confirmed that the patient was able to clamp the line and did not develop peritonitis. The extension set was reported to be available for return to the manufacturer for physical evaluation. Upon additional follow up with the pdrn, it was confirmed that the leak was at the stay safe catheter extension and the catheter. It was later reported that the was administered vancomycin via the ip route, and confirmed this is the standard facility protocol.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The luer lock connector was visually inspected and the leak was confirmed as caused by the separation of the luer lock connector from tubing of stay safe/luer catheter extension. No damage was found on luer luck connector. Since the leak involves a subassembly that comes from a supplier, the supplier quality department was informed and they sent notification of the allegation to the supplier. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. Since the lot number of the product involved is unknown a system search was performed of the lots delivered to the patient. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe luer lock catheter extension. The patient was prescribed prophylactic antibiotics. Upon follow up, the pdrn confirmed that the patient was able to clamp the line and did not develop peritonitis. The extension set was reported to be available for return to the manufacturer for physical evaluation. Upon additional follow up with the pdrn, it was confirmed that the leak was at the stay safe catheter extension and the catheter. Additional information was requested but to date has not been received. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe luer lock catheter extension. The patient was prescribed prophylactic antibiotics. Upon follow up, the pdrn confirmed that the patient was able to clamp the line and did not develop peritonitis. The extension set was reported to be available for return to the manufacturer for physical evaluation. Additional information was requested but to date has not been received.